Event description:
The account alleged the head frame is popped out of the seat section tracks. He said the head section is up now and will not lower down electrically. He tried lowering the head section using the CPR and the head section lowered about 6 inches.

Manufacturer narrative:
The account stated that the head cylinder looked bent to him and the sensor linkage was broken. Repairs have not been completed.